Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a potential reportable complaint occurred. No additional patient or event information is available. Data was provided for evaluation. Data investigation completed on (B)(6) 2018 found signal loss. The reported event was undetermined via data. A probable cause could not be determined. No additional patient or event information is available.